Manufacturer narrative:
The customer reported error code 120.4540 was confirmed by tech support over the phone. Technical support performed troubleshooting over the to determine the customer reported issue of has error code 120.4540. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - power supply processor. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported by the customer that the device had error code 120.4540 on 8015 ls unit. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had error code 120.4540 on 8015 ls unit. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the to determine the customer reported issue of has error code 120.4540 based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or

Event description:
It was reported by the customer that the device had error code 120.4540 on 8015 ls unit. There was no additional information provided and no patient involvement.